Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The insulin pump was in manual mode and insulin pump gave him insulin flow block alert during bolus for the first two weeks. When they get back to auto mode they noticed that customer had bit higher blood glucose value than normal. The customer¿s blood glucose everyday ranges between 250-300 mg/dl, then he decided to changed it back to manual mode to bring down blood glucose value. A 15 unit¿s bolus stopped after the 4th unit without any infusion blocked alarm. The insulin pump will not be returned for analysis.